Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left anterior descending artery that is 90% stenosed. The 2.75x48mm xience xpedition stent was deployed; however, an edge dissection was noted and another unspecified stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.